Event description:
It was reported patient underwent a revision procedure post implantation due to unknown reason. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). D10 - medical product: cemented tibial component catalog # 00588000500 lot # 65245291; offset stem extension catalog # 00598802014 lot # 64516428; cemented option femoral component catalog # 00588001601 lot # 64996808. G2: spain. H3: customer has indicated that the product will not be returned because it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2023-03589, 0001822565-2023-03593, 0001822565-2023-03594. H3 other text : discarded.

Event description:
Upon receipt of additional information, patient was revised due to mobility of the tibia. The initial report was submitted in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, patient was revised due to mobility of the tibia. The initial report was submitted in error and should be voided.